Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Device catalog number: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. (B)(4). PMA/510(k) # : exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Customer reported a cracked hub on a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter. The complaint device was replaced with another central line. No additional complications have been reported related to this event.

Manufacturer narrative:
Investigation evaluation: a review of the instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. As no lot number was available, a review of non-conformances, complaint records and device history record could not be completed. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.